Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed defib fault 72, defib fault 76 and pacer fault 115 message. Complainant did not indicate that there was any patient involvement in the reported malfunction.